Event description:
Incident description = I use the proctor & gamble therma care heating pads, due to a (B)(6) back injury. The therma care heating pad should never be worn directly in contact with the skin. It should be worn over a tee shirt. It only took me one time to realize never to wear it directly on the skin again as the heating pad got so hot, it blistered my lower back. Proctor & gamble is showing on their advertisements a man wearing the heating pad directly on the skin of his lower back. But they never mention in their commercial how unsafe it is since it will cause blisters on the lower back. The heating pad is a safety hazard unless worn properly. The cpsc should take action against proctor & gamble to make sure they advertize never to wear the heating pad directly on the skin but over an article of clothing as it could cause blisters due to the extreme heat it emits. Your action should be taken immediately. Proctor & gamble labeled blister warnings on the packaging. But again, not on their tv/radio advertisements. Thank you for your assistance in this matter. (B)(6). Victim's sex= male. Date of incident= (B)(6)2010. Product involved= therma care heating pad, product brand name/MFR= proctor & gamble. (B)(4). Product model and serial number, manufacture date= exp, 11/17/10. Product damaged, repaired or modified= no. If yes, before or after the incident= description of damage, repair or modification= date product purchased= (B)(6)2010. Product involved still available= yes. Have you contacted the MFR= no. If not, do you plan to contact them= yes. Name release= release name to MFR only. Dose or amount: one pad, frequency: (B)(6)2010 - (B)(6)2010. Event abated after use: yes. Diagnosis or reason for use: extreme lower back pain.